Manufacturer narrative:
All information provided by manufacturer and report (B)(4).

Event description:
It was reported that a patient with history syncope, vt and bradycardia was referred for an ICD lead revision due to externalized conductors.